Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the enclosure charger and battery tray were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the charger enclosure and a battery tray for the imaging system required replacement. The reported issue occurred while testing the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis on the returned charger assembly resulted in no failure being found through functional and performance testing, visual/physical examination, and usability inspection. Analysis states that the visual inspection confirm there was fiber and dust in the assembly. It was cleaned and installed charger assembly in an imaging system. No problem was found. The system charged as expected. 2d and 3d imaging were acquired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the same on-site testing,the dust caps were also replaced due to it being damaged. The parts were replaced and system checkout was performed. The system is ok to use. If information is provided in the future, a supplemental report will be issued.